Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the events, ¿image noise during the angulation operation¿ and ¿the screen was black with no image¿ was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The instruction manual identifies the following related verbiage which could have detected the phenomenon: - instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated events 1 and 2.¬__¬¬ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope exhibited an image noise that occurs during angle operation (the image is invisible). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.